Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not charge on the provided charging pad, with the pad blinking green twice and the device¿s battery indicator moving back and forth while remaining uncharged after an overnight attempt. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included phone troubleshooting and replacement of the charging pad for further differentiation of the charging system versus the device. Investigation of this case revealed a suspected charger performance failure or incompatibility, with the device itself reported as functional. It was concluded, based on previously established findings for similar reports, that the probable cause was a malfunctioning external charger.